Manufacturer narrative:
Investigation summary this statement is to summarize the investigation results regarding your complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (mn# 256082), batch numbers 0236097, 0245252, and 0245454. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. A batch review was performed for the number provided. The reported issue was unable to be confirmed. The retention testing could not be tested as they are expired. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) 1878253 to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while performing validation testing for sars cov-2 potential false positive results were obtained. Repeat tests were performed using pcr and the results were negative. There was no reported impact to patients. Eua#: (B)(4)

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0236097. Medical device expiration date: 2020-12-17. Device manufacture date: 2020-09-01. Medical device lot #: 0245252. Medical device expiration date: 2020-12-22. Device manufacture date: 2020-09-09. Medical device lot #: 0245454. Medical device expiration date: 2020-12-11. Device manufacture date: 2020-09-10. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while performing validation testing for sars cov-2 potential false positive results were obtained. Repeat tests were performed using pcr and the results were negative. There was no reported impact to patients. Eua#: (B)(4).